Event description:
The pt presented into the hospital in 2009 with signs and symptoms of severe baclofen withdrawal, blotchy skin in the neck and the face, and clonus. He was given oral baclofen and tranxene every 2 hours. The lioresal pump infusion rate was increased from 1200 mcg per day from 1100 mcg per day. He responded well and the pt was discharged four days later. The following month, the pt again experienced withdrawal, blotchy skin, and increased clonus. His mother gave the pt oral baclofen and tranxene at home and brought the pt into the hospital where a revision of the catheter was scheduled for today. When the neurosurgeon disconnected the catheter from the pump, there was scant retrograde flow of cerebrospinal fluid and medication back from the catheter. The surgeon disconnected the catheter at the spinal incision site and got free flow of cerebrospinal fluid back from the distal/spinal catheter segment. The surgeon replaced the proximal catheter segment. The hcp planned to restart the pt at the previous infusion rate, 1122 mcg/day. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Event description:
Additional information received reported further detail of the event initially reported. The patient experienced increased muscle tone on (B)(6) 2009. Leg pain and chest tightness were also reported. The event severity was reported as moderate. The catheter was occluded and revised on (B)(6) 2009. As of (B)(6) 2009, the patient outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).